Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: zimmer stem cat#00771102000 lot#60293006. Zimmer head cat#00801804002 lot#61340558. Zimmer cup cat#00620006222 lot#61306521. Zimmer liner cat#00630506240 lot#61273202. Reported event was confirmed with medical records provided. Review of the available records identified the following: revision op notes identified patient was revised due to pain, and elevated metal ions. Elevated cobalt and chromium levels were detected on lab notes. Metallosis of capsule was observed. Trunnionosis ¿ notes tarry nourished with small defect along the edge. Large effusion & thickened capsule. Head and liner were replaced. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 9 years later due to pain and elevated metal ions. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03859.

Event description:
It was reported patient underwent right total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 9 years later due to unknown reasons. The stem and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.